Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had allergies (unrelated to the device) that caused blisters all over the body that was exacerbated by wearing the device. The patient's doctor instructed the patient to remove the device until the blisters went away. Outcome of the irritation is unknown due to the patient was unwilling to answer any further questions.